Manufacturer narrative:
Patient identifier - requested but not provided. Age & date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Lot number - requested but not provided. Expiration date - unknown due to lot number being unknown. UDI - unknown due to lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to lot number being unknown. The actual device was not returned to the manufacturing facility. Proper instruction for usage of sg3 needle that is addressed in the IFU as provided in the leaflet in which warnings, cautions and precautions are indicated in order to prevent needle sticks. The exact cause of the reported event cannot be definitively determined based on the available information. Prior to shipment, qc conducts outgoing visual inspection to assure lots being shipped are in good quality. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that needle stick occurred when closing the safety on the terumo surguard. The puncture wound was to right hand when attempting to activate needle safety. Additional information was received on may 14, 2018. The health care professional was sent to the ER for blood borne pathogen exposure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the describe event or problem section.

Event description:
Additional information was received on 6/14/2018: it was reported that there was diagnostic testing for (B)(6). No pep medications prescribed. The needle stick occurred after the patient had the injection for influenza was administered. The healthcare worker declined ER treatment and the source patient's testing for (B)(6).